Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis in poor condition. Upon visual inspection of the unit, the air detector was observed to be damaged. The unit was powered on, but no circulating water was observed. Based on the evidence the complaint was confirmed. The root cause was found due to the faulty main pcb and user interface.

Event description:
Information received on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 not pumping fluid and air detector door broken along with sensor not functioning. No patient adverse events reported.

Manufacturer narrative:
Additional information was received from the customer that there was no patient involvement when attempting to start up a level 1® h-1200 fast flow fluid warmer. The fault was discovered during initial start up during service and repair. The cause of the damage is currently unknown. The unit was returned for analysis and will be investigated.